Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a battery malfunction. One of the two batteries discharges immediately. There was no patient involvement reported.

Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.